Event description:
It was reported that the superior vena cava (svc) coil of the competitor lead had low impedance when connected to the implantable cardioverter defibrillator (ICD) during implant. The competitor right ventricular (rv) lead was swapped into the svc port and came back with a measurement of "none". The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).